Manufacturer narrative:
The reported complaint was not verifiable. Per follow up with the user facility biomedical technician (bmet), the unit was retired due to no parts being available for repair. No parts were returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per biomedical technician (biomed), the line isolation monitor (lim) alarm was going off for high leakage current. The biomed disconnected the heater in the unit and the alarm stopped. There were no alarms on the unit. The biomed determined the heater was defective and they want to purchase a new one.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater was out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.